Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information. A review of the device history record found no anomalies during the manufacturing period of the product.

Event description:
The reporter stated that during an ankle fusion procedure using the tibiaxyx lower extremity system, two drill guides broke when the surgeon was attempting to screw the drill guides into the plate. The drill guides were removed; no parts remained in the patient. There was no adverse outcome for the patient.